Manufacturer narrative:
The sample was received for investigation and investigated as follows: the sample returned in an open secondary packaging. The sample included labels, the device fixed by an adhesive tape to a delivery system inside a plastic bag. The delivery system wire was pressed. The delivery system wire protruded from the cannula opening. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. One similar complaint for the lot: lot cause - unable to verify as the delivery system was triggered. The root cause is inconclusive - unable to verify as the delivery system trigger was operated and performed its functionality releasing the device (device was fixed to the delivery system handle, not loaded onto the delivery system wire tip). The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a glaucoma filtration device (gfd) implant procedure, the device could not be released from the delivery system (eds) while insertion. The surgery was completed after replacing the product with another one. No further information is expected.